Event description:
It was reported that the lead perforated the right ventricular muscle. The lead was repositioned and no complications were noted during this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.